Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that during use there were crystallization in the tube with an unspecified vacutainter¿ bd urine perservative tube. The following information was provided by the initial reporter: it was reported that the clinical team that showed some crystallization in the ua tube. I asked this morning about the 12-15m urine preservative tubes that was validated in late dec 2019 and was told that they have a report from the clinical team that showed some crystallization in the ua tube?

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use there were crystallization in the tube with an unspecified vacutainer¿ bd urine preservative tube. The following information was provided by the initial reporter: it was reported that the clinical team that showed some crystallization in the ua tube. I asked this morning about the 12-15m urine preservative tubes that was validated in late dec 2019 and was told that they have a report from the clinical team that showed some crystallization in the ua tube????